Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the his bundle pacing lead was difficult to remove after the fourth screwing. The lead was removed after the catheter was inserted into the tip and tissue was found on the lead tip. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.